Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury

Event description:
Follow up found that no trauma was reported. No x-rays were performed. The device was not programmed off to 0ma, as it was replaced quickly. No other information was provided. The device cannot be returned as it has been discarded.

Event description:
On (B)(6) 2013, it was reported that high impedance was seen. No x-rays were to be taken, and the patient was referred for revision surgery. The patient underwent full revision on 07/22/2013 due to prophylactic replacement and a lead discontinuity, per an implant card. The explanted devices have not been returned. A battery life calculation indicated 4.09 years remaining.